Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's outcome was not device related and that the device operated as intended. The type of infection was enterobacter bacteremia. The patient's symptoms included respiratory distress and hypoxia. The patient's condition got worse and care was withdrawn.it was reported the patient expired due to sepsis on (B)(6) 2018. No further information was provided.